Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hyperglycemia, diabetic coma and diabetic ketoacidosis on unknown date. Blood glucose reading was 1300 mg/dl. Customer was passing out due to hyperglycemia. Customer was in emergency medical service dispatched and emergency room. Customer was treated with manual injection of insulin. Troubleshooting was declined. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.